Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing a new ruby coil for a coil embolization procedure, the fellow that was scrubbed into the case inadvertently kinked the ruby coil pusher assembly upon removal from the packaging. The pusher assembly became damaged prior to use and therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.